Event description:
It was reported by the pt's spouse that the mesh was implanted in 2005, following the explant of a previously implanted bard mesh to repair a large hernia. Second implanted mesh was explanted after the pt reportably developed a reaction to the mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if prod is returned for eval or add'l info becomes available. Note: see MDR 1213643-2008-00275 for info related to first implanted mesh.